Manufacturer narrative:
Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. A system check was performed by tandem technical support and the occlusion was found to be within the tubing. Reportedly the customer is using ademlog insulin. Tandem technical support informed customer that admelog is off label per the user guide. Tubing change was performed resolving the occlusion. Customer¿s blood glucose (bg) was 599 mg/dl with high ketones. Elevated bg was addressed by a bolus via the pump. Customer went to the emergency room and was subsequently admitted to the intensive care unit for the elevated bg. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released later that same day and reverted to an alternate method of insulin delivery.